Manufacturer narrative:
Justification for not providing below information and applicable sections: part a: patient information - no patient injury reported, device malfunction occurred. Date of event - date of event requested from the customer but information not yet provided. Brand name - concentric needle but awaiting defect part number to establish the brand name - requested from the customer but information not yet provided. Model #, catalog #, lot#, expiration date, unique identifier - defect part number and lot number requested from the customer but information not yet provided this section is not applicable as the medical device is not implantable. Reprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device occupation - information not provided by the customer. Pms/510(k) - device number requested from the customer but information not yet provided device manufacture date - awaiting device lot number to determine manufacture date if remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Hub and cannula separation from colour cover during removal of connector cable."manufacturer defect/safety concern: physician was removing a needle from the needle wire and it appears as though the needle is safely housed in the plastic sheath (as the coloured hub is attached to the plastic sheath) when in fact, the needle has dislodged from the coloured hub and is still on end of needle."

Manufacturer narrative:
Natus manufacturing limited has made 3 documented attempts to the customer to gain further information about this complaint, no response has been received from the customer to date. A CAPA has been opened to investigate this issue further.